Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a vet that a cat returned six to seven days post op with broken sutures. The suture knots were still present but the middle of the suture had broken apart or dissolved.